Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated intravenous antibiotics for eight days (drug names, doses, frequencies, and durations not reported) for peritonitis. On an unknown date, the patient¿s pd catheter was removed and the patient was switched to hemodialysis. Two weeks after admission, the patient was discharged from the hospital. At the time of this report, the patient remained on hemodialysis therapy and the patient was recovering. No additional information is available.